Manufacturer narrative:
The technician replaced the brake caster to resolve the issue.

Event description:
The technician alleged that the bed keeps moving when the brakes are applied. No patient impact.